Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It was noted that there was high battery impedance leading to elective replacement indicator (eri). Eri due to high battery impedance logged on prior to explant. (B)(4) version 8 was installed.

Event description:
It was reported that the device has premature battery depletion and is at elective replacement indicator (eri). The device was removed and replaced. No patient complications have been reported as a result of this event.